Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis indicated that environmental stress cracking of the lead¿s outer insulation had occurred in vivo. Concomitant medical product: 456845 lead, implanted (B)(6) 1999. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.